Event description:
It was reported that this right ventricular (rv) lead recorded an automatic lead safety switch (lss) from bipolar to unipolar due to high out of range pacing impedance measurements. The patient is pacer dependent. Technical services (ts) reviewed the device data and noted recorded high out-of-range pacing impedance measurements greater than 3000 ohms. Ts provided reprogramming options. Subsequently, this rv lead was surgically abandoned and replaced. No adverse patient effects were reported. This pacemaker remains in service.